Manufacturer narrative:
Other applicable components are: product ID: 3389-40, lot# 0211432955, implanted: (B)(6) 2016, product type: lead. Product ID: 3708660, lot# nkn120117v, implanted: (B)(6) 2016, product type: extension. Product ID: 3755-40, lot# 0210194217, implanted: (B)(6) 2016, product type: accessory. Product ID: 3389-40, lot# 0211008111, implanted: (B)(6) 2016, product type: lead. Product ID: 3708660, lot# nkn120113v, implanted: (B)(6) 2016, product type: extension.

Event description:
A manufacturer representative reported that some electrodes had high, out of range impedances on the right and left sides during implant. During the procedure, the health care provider (hcp) re-connected all of the set screws and impedances were checked again, but they were still high and greater than 40,000 ohms. The manufacturer representative thought there was an open circuit. Impedances of lead were measured to be greater than 40,000 ohms so the hcp thought the lead could have been damaged and able to be used for programming therapy. After the hcp closed all incisions, impedances were measured again and they had improved. None of the impedances were greater than 40,000 ohms. Some of the unipolar impedances were around 2,300 to 2,500 ohms and bipolar impedances were 4,300 to 5,000 ohms. The hcp wanted to know why the impedance measurement was not stable when nothing was changed. There was no patient death or injury.

Event description:
Additional information received from a manufacturer representative reported the cause of the high impedance was the health care provider (hcp) practice. No additional troubleshooting was done and the manufacturer representative went over how to use the devices prior to operation. No other interventions were taken and the issue was resolved. The patient was receiving effective therapy.